Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was split which caused leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: the device history report for lot number 7241744 was reviewed, no related abnormalities were found. Material number 383313 for lot 7241744 was manufactured on 09/04/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose for the investigation. Investigation conclusion: no sample or photo defective was received for investigation; therefore, we cannot determine the root cause as the damage occurred in the extension tubing.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was split which caused leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd saf-t-intima IV catheter safety system was split which caused leakage. No serious injury or medical intervention was reported.